Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "a visually negative sample was positive in the bd veritor equipment (sn (B)(4)), however, when testing the same sample in 2 other devices, the results were negative. Calibration of the 3 devices was performed, but the results remained the same. A negative result for sars-cov-2 was released.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "a visually negative sample was positive in the bd veritor equipment (sn 2006130j270a0), however, when testing the same sample in 2 other devices, the results were negative. Calibration of the 3 devices was performed, but the results remained the same. A negative result for sars-cov-2 was released.

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 1052068. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. The root cause could not be identified. However, there is a trend against false positive results. Bd has initiated CAPA 1878253 (corrective and preventive action) to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h10.